Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned product revealed only the coil was returned. The coil was severely stretched at the proximal end and dried blood was present on the fiber bundles. The interlocking arm had been pulled off and was not returned; however, there was evidence of a weld on the coil. Microscopic inspection revealed the zap tip shape and surface were smooth. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu states: "the interlock - 35 fibered idc occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter." "The use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device." "In order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system." (B)(4).

Event description:
It was reported that during an embolization treatment procedure, the coil deployed in an unintended location. The target lesion was located in the gastroduodenal artery. Utilizing intermittent flush, a non bsc catheter was positioned and one coil was successfully implanted. Resistance was noted while advancing the 6.0mm x 20cm .035 interlock coil in the catheter and it became unraveled. The coil was protruding from the tip of the catheter and while attempting to retract it, the coil detached in the vessel. The pusher wire and catheter were removed from the patient. As the coil did not deploy where the physician had intended, a snare was used to remove the coil. The procedure was completed with a different coil and an imager ii catheter. There were no additional patient complications reported and the patient's status is ok.